Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired the same day. This alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly. (B)(4).